Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead revision procedure, the atrial screw on the implantable pulse generator (ipg) fell out. The ipg was explanted and replaced. It was further reported that the lead revision procedure was to reposition the right atrial (ra) lead and right ventricular (rv) leads which had dislodged two dates after implant. The leads remain in use. No patient complications have been reported as a result of this event.